Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) undersensed ventricular fibrillation (vf) for which the patient required cardiopulmonary resuscitation and external defibrillation. A review of the initial episode showed the patient in ventricular tachycardia (vt) and anti-tachycardia pacing (atp) was successfully delivered; however, it caused the rhythm to decrease below the rate cut off zone. The subsequent episodes showed the rhythm with low amplitudes and a change in the morphology. A shock was not delivered as it didn't meet all the detection criteria due to the changes in morphology. In addition the device detected low but not out-of-range right atrial (ra) lead pacing impedance measurements, right ventricular (rv) lead pacing impedance measurements and rv shock impedance measurements. The patient's rhythm at the time shows evidence of electromechanical dissociation. The patient is pacemaker dependent. Boston scientific technical services (ts) provided therapy optimization recommendations. Defibrillation threshold (dft) test was performed and confirmed the systems ability to detect, deliver and successfully cardiovert.